Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. Upon evaluating the iabp. The stm found battery one (1) completely discharged with 0% charge and battery two (2) with 50% charge. The stm reviewed the logs and verified that both batteries had 0% charge at the time of the reported event. The stm confirmed that the batteries were charging with a/c power applied, additionally the stm tested the batteries in portable and a/c operation with normal functionality. The stm charged both batteries over night, and performed battery runtime test the following day which passed to meet specification. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off. It is unknown under which circumstances this event occurred; however, no patient involvement or adverse event was reported.